Manufacturer narrative:
A ge svc rep conducted an onsite investigation. The reported problem could not be duplicated. The table hand control and the touch screen were replaced. The sys was tested and operates as intended.

Event description:
The customer reported that the sys would not display an image. No pt injury was reported.